Event description:
Caller the patient tested 5.5 inr on the coaguchek system and 3.9 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect system; however, caller states strips are unavailable for return.